Manufacturer narrative:
Unknown part number, UDI is unavailable. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unknown if devices will be returned.

Event description:
On (B)(6) 2017, the surgery for lumbar pseudoarthrosis was performed using the expedium viper ii system. The surgery was successfully completed. The fixed area was t9 - l5. Although the patient did not feel a pain after the surgery, he or she was not getting well. The surgeon diagnosed by a blood test that he or she was infected with (B)(6). On (B)(6) 2017, a revision surgery is scheduled at the hospital where all the screws (part#: unk) in use will be removed from the body. No additional information has been provided from the hospital.